Event description:
At 484 days post-op, the patient was seen for lumbar stenosis, and pain radiating to the right leg. A CT of the lumbar spine w/o contrast showed the "l4-5 diskectomy with intervertebral grafting, posterior paraspinal rods and pedicle screws show not evidence of loosening or failure. Postoperative alignment with trace residual grade 1 l4 on l5 anterolisthesis is unchanged. Moderate to severe multilevel disk space narrowing and endplate spurring are unchanged. There is severe lower lumbar facet arthropathy. No fracture or focal destruction is identified. With flexion and extension there is no motion of fused segments or dynamic instability. The sacroiliac joints are intact." At 572 days post-op, an MRI l-spine w/o contrast demonstrated "l4-l5 right foraminal broad-based disk protrusion, causing moderate to severe right neural foraminal stenosis and moderate narrowing of the right lateral recess. L5-s1 right paracentral disk extrusion superimposed on diffuse disk bulge and prominent osteophytes, moderately narrowing the right lateral recess and neural foramina postoperative changes at the l4-l5 level with granulation tissue exerting minimal mass effect on the left lateral thecal sac."

Event description:
It was reported that the patient sustained unspecified injuries following the use of (B)(4) in an unspecified surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at levels l4-l5using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain starting in his lower back at or near the site of implant and traveling down his right leg into his right foot. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth at or near the implant site. Bone had grown in the right l4-l5 neuralforamen, "causing severe right l4-l5 neural formal stenosis and narrowing of the right lateral recess." The patient now suffers from severe injuries and damages, including but not limited to bone overgrowth causing debilitating pain in his back at or near the implant site, and shooting pain in his right leg into his right foot. The patient reportedly has been informed by his doctor that a revision surgery may not help alleviate his chronic pain.

Event description:
It was reported that the patient presented with degenerative spondylolisthesis at l4-5 and stenosis with a history of right and left leg pain and low back pain (with some tingling and numbness). The patient underwent interbody fusion through tlif technique, l4-5, posterior instrumentation l4-5, placement of prosthetic cage, hemilaminotomy and decompression of nerve roots at l4-5, bmp, allograft chips. A hemilaminectomy was performed on the right at l4-5. A complete facetectomy was performed at l4-5 on the right. No complications were noted. A CT of the lumbosacral spine without contrast was performed 484 days post-op, and demonstrated "lumbar stenosis, compared with prior CT of lumbar spine. Patient is status post posterior rod and pedicle screw fixation of l5-l5 with l4-5 discectomy and disk spacer material placement. Bone graft is seen along the bilateral posterior rods. The hardware appears intact and well seated. There is no interval change alignment with mild l5 - s1 retrolisthesis. Mid lumbar spine is normally aligned. There is mild compression deformity at t12 noted from prior exam. Extensive sclerotic change in the adjacent endplates of l5 and s1 and the adjacent plates of l4 and l5 is noted. There is some vacuum phenomenon within the l5-s1, l4-5, and l1-2 disc spaces. Bilateral l4 pars defects are noted. At l4-l5 there is interval increase in incorporation of the bone graft material seen wrapping around the inferior right l4 facet extending into the right l4-5 neural foramen causing severe right l4-5 neural foraminal stenosis and narrowing of the right lateral access. There is moderate left neuroforminal narrowing related to disc and neuroforaminal degenerative changes. At l5-s1 bony spurring causes moderate, right greater than left, foraminal narrowing. Degenerative disc changes and degenerative facet joint changes throughout the remaining lumbar spine are stable from the prior exam. Multilevel degenerative disc changes status discectomy and posterior fusion at l4-5 with no interval appreciable change from prior exam. Bone graft material is again noted wrapping around the right l4 inferior facet causing severe right l4-5 neural frontal narrowing." At 509 days post-op, the patient presented with right leg pain that is present almost all of the time; he experienced some relief for a few months and now has had more leg pain in the past few months. Patient has no fevers or chills and no leg swelling. A physical examination shows no changes. Radiographic evaluation of the lumbar spine shows bone in the foramen at l4-5 on the right.

Manufacturer narrative:
(B)(6). (B)(4).